Manufacturer narrative:
The reported disassembly of the trigger and straight pin was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, a cracked trigger housing was found, which can lead to the reported event and can be caused by a material fatigue issue or impact.

Event description:
It was reported that upon receipt at the manufacturer facility the trigger of the device disassembled, causing the straight pin to disassemble. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.